Event description:
Hill-rom received a report from the lift distributor stating the low base wheels falling off the lift. The lift was located in the dealer showroom. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The customer replaced the front wheel to resolve the issue. Based on this information, no further action is required.